Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer reported rewind was needed, delivery stopped and changed reservoir alarm. No harm requiring medical intervention was reported. The insulin pump will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.

Manufacturer narrative:
Retainer ring=black. Case type=ngp. Customer complained on (B)(6) 2022 the device alarmed this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. 0 alarms noted during test. Verified in the device history download the device alarmed this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. On (B)(6) 2022 21:53:51.000. Motor was tested outside of the device and passed. Verified software error detected alarm (line number 5632 file number 2005) in the device history download on (B)(6) 2022 14:40:29.000 due to moisture damage to the pcb1 board. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked battery tube threads. The p-cap/reservoir does lock properly. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Alarms noted during test and confirmed the device this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement in the device history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.